Manufacturer narrative:
Date sent to the FDA: 07/03/2007. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a cardiovascular procedure an arterial cannula was placed in the right femoral and then the doctor attempted to place the catheter through it and experienced resistance. The catheter could not be inserted all the way through the arterial cannula. The doctor then decided to place another arterial cannula into the patient's left femoral. The same catheter was attempted to be placed through this arterial cannula with the same outcome. Another catheter was prepped and inserted successfully through the arterial cannula on the left side.